Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). It was noted that the battery life estimate showed five and a half years remaining after only eight months of service. Technical services (ts) requested save-to-disk data for analysis. The boston scientific field representative requested this data from the facility, but it has not been provided at this time. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, engineering analysis confirmed that there was no evidence of pbd. The power consumption was elevated due to persistent high-rate atrial rates.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). It was noted that the battery life estimate showed five and a half years remaining after only eight months of service. Technical services (ts) requested save-to-disk data for analysis. The boston scientific field representative requested this data from the facility, but it has not been provided at this time. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). It was noted that the battery life estimate showed five and a half years remaining after only eight months of service. Technical services (ts) requested save-to-disk data for analysis. The boston scientific field representative requested this data from the facility, but it has not been provided at this time. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, engineering analysis confirmed that there was no evidence of pbd. The power consumption was elevated due to persistent high rate atrial rates.